Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device was accidentally flooded during preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
This follow-up report is being submitted to correct the past folow up report and report the additional information. Correction was made as follow. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is a MDR reportable malfunction. Therefore, this report is being submitted about the event that the device was accidentally flooded. The additional information was as follow. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by a user spilling water on the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.